Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A 4.5x30mm unspecified stent was deployed and post-dilated to 22 atmospheres (atms) with a 4.5x8mm nc trek balloon dilatation catheter (bdc). The nc trek bdc was inflated a second time to 22 atms; however, the balloon ruptured. Additionally, it was reported that the nc trek bdc was not prepped per the instructions for use. The procedure was successfully completed with no additional treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: the return device analysis identified that the balloon was separated and ruptured radially. The inner member was separated 7mm distal to the proximal seal. The distal and the proximal balloon markers were not present on the device and were not returned. The distal separated portion of the balloon and the inner member along with the tip was not returned. Follow-up with the account confirmed the separation occurred during the procedure; however, all separated portions of the device were removed from the patient anatomy without additional intervention. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 labeled. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and separation was confirmed. It was reported that the nc trek was inflated to 22 atmospheres (atm) for post-dilatation. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for this device is 18 atm as listed on the product label. Additionally, it was reported that the balloon was not soaked and prepared prior to use. The preparation for use section of the IFU instructs, to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating and to evacuate the air from the balloon prior to use. In this case, it is likely that inflating the balloon above rbp contributed to the rupture and subsequent difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties appear to be use related. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.